Event description:
It was reported partial catheter break at 5 cm implanted on (B)(6) 2024. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported partial catheter break at 5 cm implanted on (B)(6) 2024. No other information was provided. Additional information provided 12/06/2024: it was reported, partial break identified after removal and after patient reported pain during flushing. Patient impact: pain and catheter replacement. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: catheter placed (B)(6) 2024 and removed 08/10/2024. Catheter inserted in basilic vein with 0cm exit site markings. Catheter secured with statlock. PICC used for oncology treatment. Break occurred internally at the 5cm mark 22 days after insertion. Patient symptoms: extravasation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed inside the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported partial catheter break at 5 cm implanted on (B)(6) 2024. No other information was provided. Additional information provided 12/06/2024: it was reported, partial break identified after removal and after patient reported pain during flushing. Patient impact: pain and catheter replacement. Information was received and file were updated for this event as part of a focus survey. The following detail were provided: catheter placed (B)(6) 2024 and removed (B)(6) 2024. Catheter inserted in basilic vein with 0cm exit site markings. Catheter secured with statlock. PICC used for oncology treatment. Break occurred internally at the 5cm mark 22 days after insertion. Patient symptoms: extravasation.